Event description:
The device was connected to a person found lying on the ground near a car. The device continued to display a connect electrodes prompt. The electrodes were removed, the patient's chest was shaved and a second set of electrodes was applied. The device then attempted to analyze the patient's ECG rhythm however continuous motion was detected due to the patient's convulsions and the ECG analysis was inhibited. CPR was administered until an ambulance arrived. The patient's outcome was not reported. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.